Manufacturer narrative:
The patient had to be transferred to another scanner, causing a delay in treatment. We have implemented corrective measures to mitigate the risk and prevent errors through service visits. Daily calibration and quality assurance testing were completed on the system with no issues. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
There was a malfunction with the scanner, which caused a delay in the patient's treatment.